Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4) importer- (B)(4). Contact person- (B)(6). The device was investigated by a getinge technician: the control board kit was replaced and checked for functionality. The technician did not receive any error messaged. The functional and electricity safety checks were performed. All checks passed to customer ready for clinical use. For further investigation the defective board will be investigated.

Event description:
Error head appeared on the rotaflow. No patient involvement was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer-maquet medical systems usa45 barbour pond drive wayne, nj 07470. Contact person- (B)(6). The defectivecontrol board was investigated at the life cycle engineering/germany. The failure could be confirmed. From 1000 rpm the error occurred; the relevant signal ss_speed_m or the signal speed: m was affected. This defect is typical for a so-called hot lug, i.e. Connecting or disconnecting the rotaflow drive when the rotaflow console is switched on. The most likely cause of an error is therefore faulty operation. In IFU it is described that the rotaflow console must be switched off before the rotaflow drive is connected or disconnected. The probable root cause is a "hotplug" caused by the user. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference:(B)(4). Auto number: (B)(4).

Event description:
Internal reference:(B)(4). Auto number: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption #e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6).